Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was experiencing pain at her ipg site. She underwent revision surgery to relocate her ipg pocket site. The physician thought he may have damaged the ipg during the procedure so he decided to replace the ipg with a new one.